Manufacturer narrative:
(B)(6) this device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that an anesthetist received an electrical shock after touching a level 1® hotline® blood and fluid warmer. Melting was observed on the machine, and it is believed there was an electric leakage. The "heat part" of the machine was observed to be broken. It was also observed that the plug was not a chinese standard plug, and thus could not provide a good ground connection to avoid accident in the case of electrical leakage. The anesthetist was admitted to the intensive care unit for observation and treatment for an electrical injury.